Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields: d9, h3, and h6. Corrected fields: b1- was inadvertently marked as adverse event only. Should be marked as adverse event/product problem. The device was returned to olympus for inspection and the reported failure was confirmed, due to borescope tears in the channel. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the reported issue was due to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during an unknown procedure, while using this colonovideoscope, a broken clip was found inside the patient's colon. The physician felt that something in the scope was causing the clips to deploy prematurely. When the mechanism came out of the scope, the clip was already deployed and it's in the patient's colon. It was mentioned that the physician never initiated to deploy the clips. Additional information was requested but not available at this time. There were no further reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00140. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.